Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be missing the battery and door, and have a cracked case bottom and both plunger cases. Check clutch and plunger lever error in event history log was noted. Device underwent occlusion testing, confirming the reported customer complaint. The clutch halfs were replaced due to normal wear and tear. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump has check clutch plunger lever error. It was reported that incident occured during annual preventive maintenance.